Event description:
It was reported that pump displayed cartridge change error due to damaged cartridge o-ring and o-ring remaining on pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Customer removed o-ring from pneumatic tap, cleaned area as instructed, filled and attached new cartridge, completed load process successfully, and then resumed insulin delivery with guidance from technical support.